Event description:
The healthcare professional (hcp) initially reported through a manufacturer representative (rep) that there was an "infection on the implant site." It was unknown whether any external factors had contributed to the issue. On (B)(6) 2016 the physician decided to ex tract the implantable neurostimulator (ins) in order to "cleanse and re-implant the ins at a different site." It was stated that "there was a hematoma seemingly, but the infection level was not terrible." The reporting rep "guessed that the patient was hospitalized" as of 2016-aug-21, though it was noted the "condition of the patient was going well" and there was "no plan for replacement" of the ins. The patient's indication for use was failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.